Manufacturer narrative:
Pump error 53 alarm and critical pump error due to software error. Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind, prime or seating, basic occlusion, occlusion, force sensor, displacement accuracy and displacement test due to critical pump error.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump would not turn on and had a critical pump error. The customer¿s blood glucose was unknown l at the time of incident. Customer stated that the insulin pump had a critical pump error displayed on the screen. No significant events leading to the issue was observed. Customer also reported that she had to go to the hospital due to high blood glucose. Blood glucose reading was 500 mg/dl and treated with manual injection. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.